Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located one similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not working. A field service engineer replaced the barcode scanner usb cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner not working. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.